Event description:
It was reported that a diagnostic anomaly resulting in inconsistent remaining battery longevity was observed on the device following a magnetic resonance imaging scan. At a later date, the longevity had returned to normal during a device interrogation. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.